Event description:
It was reported that there was an issue with the pump's touchscreen responsiveness, as the screen froze and would not respond to input. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, but the reset did not resolve the issue. The customer reverted to an alternate method of insulin therapy.